Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same date as onset, the patient was hospitalized for the event. Peritoneal dialysis catheter was removed and pd therapy discontinued and the patient was transferred to hemodialysis. While hospitalized, the patient began treatment with fluconazole (for three to four weeks; dose, route, and frequency not reported) for the peritonitis. Five days after admission, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. It was unknown if the patient would be returning to peritoneal dialysis therapy. Additional information is not available at this time.